Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 178 events were reported for this quarter. Product return status 38 devices were received. 139 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information 178 devices were not labeled for single-use. 178 devices were not reprocessed or reused.

Event description:
This report summarizes 178 malfunction events in which the device had paint chips missing. - 178 events had no patient involvement; no patient impact.

Event description:
This report summarizes 178 malfunction events in which the device had paint chips missing. 178 events had no patient involvement. No patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 178 previously reported events are included in this follow-up record. Product return status: 39 devices were received. 139 devices were evaluated in the field.